Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the analysis revealed that no anomalies were found.

Event description:
It was reported that during the implant procedure of the bi-ventricular implantable cardioverter defibrillator (ICD) system, the atrial lead could not reach the target position and "bad parameter" was reported to be observed during the electrical testing of the lead. During the attempt to place the second atrial lead the initial sheath used also could not reach the target position and the lead dislodged during slitting. The attempted leads were removed and replaced with a new lead. It was further reported that while implanting the left ventricular lead the physician required an additional sheath to implant the lead successfully due to the patient's anatomy. No patient complications have been reported as a result of this event.